Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker experienced fluid buildup and was not able to breath. There was no further information provided if the patient symptom was device related. This device was surgically explanted. No additional adverse patient effects were reported.